Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (end cap separation) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and all three cables running from the computer/analog pca board to the auxiliary board were unplugged. The absence of these connections prohibited the monitor from communicating with the belt and allowed the time and date to reset. The root cause for the end cap separation was a result of the pt mishandling. Once the cables were reconnected, the monitor was fully functional. No adverse event resulted from the end cap separation. The pt rec'd a replacement monitor.

Event description:
A (B)(6) male pt called into zoll lifecor customer support to report that his monitor got stuck on the side of a chair, and the end cap along with the belt connector were broken. The pt was provided with a replacement monitor.